Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7235953, medical device expiration date: 08/31/2020, device manufacture date: 08/23/2017, medical device lot #: 7262855, medical device expiration date: 09/30/2020, device manufacture date: 09/19/2017, medical device lot #: 7173925, medical device expiration date: 08/31/2020, device manufacture date: 06/22/2017, medical device lot #: 7173924, medical device expiration date: 08/31/2020, device manufacture date: 06/22/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off.